Manufacturer narrative:
Concomitant medical devices: dtba1qq ICD, implanted (B)(6) 2016.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. Reprogramming of the vectors was done and the stimulation was alleviated. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.